Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
The recipient is reportedly experiencing difficulties adapting to the new stimulation. Revision surgery is under consideration.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced device migration. The recipient underwent revision surgery to reposition the device. The recipient's device has been reactivated. The recipient is now experiencing sound quality issues and electrode migration. The recipient continues to be monitored.

Manufacturer narrative:
The recipient reportedly underwent repositioning surgery on (B)(6) 2017.

Manufacturer narrative:
The recipient is reportedly still experiencing dizziness during programming. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient is reportedly progressing, however, is still experiencing sound quality issues and open electrodes.

Manufacturer narrative:
The recipient reportedly underwent repositioning surgery on (B)(6) 2017, to re-insert the electrode. Revision surgery is scheduled.

Manufacturer narrative:
The recipient reportedly underwent another revision surgery to re-insert the electrode. The recipient's activation went well.

Manufacturer narrative:
The recipient is reportedly progressing, however, is experiencing dizziness with programming.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's activation went well. The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.